Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to electrical continuity failure due to water invasion of the scope connector, breakage of the image sensor unit, etc. However, a definitive root cause could not be determined as a third-party repair was performed on the subject device. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.